Event description:
Pt was a (B)(6) female with a left internal carotid artery (ica) and middle cerebral artery (mca) m1 occlusion. One pass was made with a merci retriever v 2.0 firm. Pt had a thrombolysis in cerebral infarction (tici) score of 1 after treatment. Hemorrhage at the distal portion of the left m1 was confirmed post-operation (hemostasis was confirmed on the same day). The pt expired on (B)(6) 2011 due to cerebral edema and brain hernia attributed to the hemorrhage and extensive cerebral infarction. Tissue plasminogen activator (t-pa) was not administered to the pt. Warfarin was give to the pt. Medical intervention was not performed. Physician believes that the hemorrhage was probably caused by the use of merci retriever and that the pt's outcome is due to cerebral edema and brain hernia. Physician also stated that it is unk whether the hemorrhage or extensive cerebral infarction affected it. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the manufacturing records for the merci retriever v 2.0 firm device could not be reviewed.